Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.